Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the clinical data was provided. Review of the clinical data did show that the device was switched to "lead" view by the user for the entirety of this patient event. The data showed that the device did acquire a patient impedance indicating that the connection between the electrode pads and the patient's skin was established. It was concluded that the device was fully capable of performing all actions. The user would have needed to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. If the user selected the correct lead view (pads), or pressed any rescue related buttons, the ECG signal would have been displayed. This report has been attributed to user error. Analysis of reports of this type has not identified an increase in trend.